Event description:
It was reported that a pt presented high lead impedance readings during a recent office visit. The pt as programmed off and it evoke potential measuring was planned. No x-rays have been taken. The pt's programming history was reviewed and it was found that high lead impedance readings were obtained in (B) (6) 2009. No device diagnostics were recorded for sessions prior to the (B) (6) 2009. A battery life calculation was performed using the data available, and it was found that the pt's device is not at end of service. Good faith attempts to obtain additional information are currently being made.